Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging a battery indicator on her one touch ultramini meter. The patient mentioned that the alleged issue began at 4:00pm on (B)(6), 2010. Due to the alleged issue, the patient ate less food/drink. Approximately an hour later, she felt shaky and experienced a headache. The patient did not self-treat or seek any medical attention due to the alleged issue. This is not the first time the product was being used. The batteries did not need to be replaced and the customer care advocate (cca) confirmed that there was no misuse of the product. The alleged issue was not resolved over the phone and the product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, she ended up developing symptoms suggestive of a serious injury.